Manufacturer narrative:
The insulin pump was received with main arm cannot communicate with the motor arm error alarm and watchdog error alarm was noted in the insulin pump history and critical pump error open book due to moisture damage on the electronic assembly. Moisture damage was also found on the motor assembly during our visual inspection. Unable to confirm drive count/time values or changes incorrect error alarm and rive count error boundaries exceeded after movement error alarm during testing and unable to perform functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error open book. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid inside of the pump. Customer's blood glucose was 374 mg/dl at the time of incident. Troubleshooting found multiple alarms in the pump history and that the customer has changed the battery but the alarms persist. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.